Event description:
As reported by the edwards clinical specialist, during a transfemoral tavr procedure at the time of removal of the 22fr retroflex3 (rf3) sheath, the patient experienced a small dissection. A stent was implanted to repair the dissection. According to the case summary, the patient was prepped and draped in the usual sterile manner. The left groin was used for venous and arterial access. The right groin was used to obtain percutaneous access for the planned 22fr rf3 sheath. Access was achieved with the seldinger technique. Two 6fr perclose closure devices were pre-deployed into the right common femoral artery leaving the sutures held in place using a mosquito clamp attached to the patient drape. Once the sutures were secured, serial dilatation was started using all the dilators from 16fr through 25fr. The 22fr sheath was then placed into the right common femoral artery with minimal difficulty. The rf3 delivery system and 23mm sapien valve were introduced and deployed without any difficulty. Once the 23mm sapien valve was deployed the rf3 delivery system was removed. The perclose sutures were then detached from the drape and were both were knotted in place. With the perclose sutures in place, an angiogram was performed showing a small dissection at the insertion site. A stent was deployed to cover the dissection. The sheaths were removed and the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will assist the clinician in determining if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the patient's minimum luminal diameter was measured to be 6.2mm and the access vessel was noted to have mild calcification and tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported vascular event cannot be confirmed; however, it appears that less than the recommended vessel size, along with calcification and tortuosity not appreciable on imaging may have caused or contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.